Event description:
It was reported that the patient presented for in-clinic follow up. An interrogation of the implantable cardioverter defibrillator (ICD) revealed post-paced t-wave oversensing (pptwos). Programming interventions were made. The patient was stable.